Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most problem cause of the reported issue the damage to the cable (strain relief) connecting to the connector resulted in the cable screen being exposed through the sheath. The cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the autoclavable camera head had damage to the cable, with the cable screen exposed through the sheath. There was no patient involvement.